Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds, under-sensing of r waves and oversensing of p waves. It was also noted that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and the ipg were removed and replaced. No patient complications have been reported as a result of this event.